Event description:
A package of the linked ulnar bearing assembly was opened and found to have one of the components (i.e.; the linked ulnar metal component) missing from the package. This product is designed to be modular (through interchange of bearing components); offering the surgeon the option of either a linked or unlinked configuration; depending on the patient's needs. The package should include both a linked ulnar metal component and a linked ulnar screw. In this case; the doctor had originally elected to use a linked configuration; but was unable to do so as a result of the missing component. Since the package did not contain the components needed to perform a linked procedure; an unlinked procedure was alternatively performed utilizing a tendon transfer to provide the patient additional ligamentous support for the unlinked option. This resulted in an estimated increase in surgical time of 1.5 hours.